Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced stimulation in the wrong location despite increased stimulation levels. The pt reported feeling stim in the bottom area of leg and hoped to feel the stimulation in the foot. Pt stated that these symptoms had been "going on for some time". The pt's condition was considered fair and x-rays were recommended. Add'l info reported that the pt was seen for programming and that the system "checked out fine, both impedances and battery level. Reprogramming was conducted to obtain parasthesia to the pt's satisfaction." Refer to MFR's report #3004209178-2009-03616.